Event description:
During a procedure for treatment, when the doctor was performing the cut the pt moved and as a consequence was perforated by the device. Therefore, the pt's pre-scheduled laparoscopic cystectomy had to be performed immediately. The laparoscopic cystectomy had previously been scheduled for a few days later. Two days after the procedure, the pt's condition was reported as fine and had been released from the hospital. The device was not returned for eval. Therefore, a failure analysis could not be performed. It cannot be determined if the product met specs because the product was not returned. The co is unable to determine the relationship between the device and the cause of this event without the product.